Event description:
It was reported that approximately seven years post-implantation, the patient underwent a right hip revision due to pain, fatigue, ambulation difficulty, and elevated metal ion levels. The head was exchanged and a bearing placed.

Manufacturer narrative:
(B)(4). G2: foreign ¿ canada. H6: proposed component code: mechanical (g04) - head. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6; h10 the following sections were corrected: b3 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided. Review of the available records identified the following: the patient has a initial right tha. Lab results show elevated levels of cobalt and chromium ions. Patient also notes increasing fatigue. Patient had difficulty and discomfort and inability to bear weight, and has pain with flexion and rotation. X-ray images show stable prosthesis, with no evidence of hardware failure/loosening. Patient had a right hip revision. The head was removed and replaced with a ceramic head and dual mobility bearing. No other findings or complications were noted. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.